Event description:
It was reported that "the outer blister of this packaging was sealed on three sides, one side was unsealed. Inner sterile barrier was intact, instrument was then used."

Manufacturer narrative:
Additional info has been requested and if received, will be provided on a supplemental report.